Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone that the customer had high blood glucose. Customer's blood glucose ranged between 22mmo/l-28mmol/l. Customer stated he felt sick and was vomiting. They had trouble changing his infusion set. Customer stated when he went to inject the first time; he received a no delivery alarm. Customer declined to troubleshoot, wants the insulin pump replaced. Advised customer to call back to troubleshoot, if issues persist.